Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unidentified malfunction alarm occurred and customer was unable to turn the pump on. Customer reverted to using manual injections for insulin therapy. There was no reported impact to customer's blood glucose.